Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was use during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, when the stent came out from the scope, the stent was broken. Reportedly, no broken piece of stent fall into the patient. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event.